Event description:
The nurse came to me with the tubing stating that she had noticed tube feeding on the floor, on the pole, and all over the pump. Upon further inspection, she found the tubing to be leaking where the clear tubing connects to the purple hub. When I inspected the tubing, this same issue was found. In addition, when discussing this incident with staff, 6 other nurses came forward and stated that they have experienced the same thing recently although I do not have the tubing from any of those incidents, and this is the first I have heard of it. Tf (tube feeding) was cleaned up and there was no harm to the patient. Manufacturer response for kangaroo spike set, (brand not provided) (per site reporter): I could not get my questions answered so I will be sending an email with my questions so they can be forwarded to someone who can answer them. We have several incidents coming in with the same issue. At least ten that I know of. I have 2 devices to send back and will work on that on 7/18/2016 once I gather all of the reports. Stay tuned for updates.